Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient experienced involuntary leg movement when stimulation was on, and ineffective therapy (reference MFR report# 1627487-2018-03614). Reportedly patient had turned off stimulation. As a result, a surgical intervention was undertaken to have the scs system explanted and replaced with a competitor system. Date of surgery is unknown.